Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing and a change in signal morphology. The plan is to troubleshoot and discuss programming options. The device was re-programmed to secondary vector. At this time, the device remains in service. No adverse patient effects were reported.